Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic¿s indicated that insulin pump had threshold suspend alarm. Customer was stated sensor value at the time of incident 52.00mg/dl. And blood glucose value at the time of incident 140 mg/dl. Customer was stated that insulin delivery was suspended. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.